Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. Upon evaluation there were exposed wires in the cable connecting ECG-b to ECG-a. The cause for the inability to recognize the front therapy electrode is likely the exposed wires. The root cause for exposed wires cannot be positively determined, but is likely physical abuse. No adverse event resulted from the exposed wires. The last patient to use this electrode belt did not report any problems.

Event description:
A review of service data detected a reportable event. Upon servicing of electrode belt (B)(4), which was returned for normal maintenance, it was discovered that it failed to recognize the front therapy electrode. The last patient to use this electrode belt did not report any problems.